Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 35-year-old female patient who had essure (batch no. A86682-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rash, sleep apnea, general body pain, vaginal yeast infection, itching, burning sensation, deviated nasal septum, anxiety, cardiac arrhythmia, depression, vaginal discharge, urinary frequency, cervical dysplasia and endometriosis. Concomitant products included estrogen nos (estrogen) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and vaginal infection ("other injury(ies) or complication(s) please describe: vaginal infections"). In 2016, the patient experienced dyspareunia ("painful intercourse") and blood oestrogen abnormal ("estrogen"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: peri menopause"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with iron (iron supplement), antibiotics and surgery ((B)(6) 2016- hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menopausal symptoms, menorrhagia, allergy to metals, fatigue, abdominal pain and blood oestrogen abnormal outcome was unknown, the pelvic infection, dyspareunia, vaginal haemorrhage and vaginal infection had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, allergy to metals, blood oestrogen abnormal, dysmenorrhoea, dyspareunia, fatigue, menopausal symptoms, menorrhagia, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, dyspareunia, pelvic pain, vaginal bleeding, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 35-year-old female patient who had essure (batch no: a86682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rash, sleep apnea, general body pain, vaginal yeast infection, itching, burning sensation, deviated nasal septum, anxiety, cardiac arrhythmia, depression, vaginal discharge, urinary frequency, cervical dysplasia and endometriosis. Concomitant products included estrogen nos (estrogen) since october 2016. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and vaginal infection ("other injury(ies) or complication(s) please describe: vaginal infections"). In 2016, the patient experienced dyspareunia ("painful intercourse") and blood oestrogen abnormal ("estrogen"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), menopause ("hormonal changes describe: peri menopause"), dysmenorrhoea ("dysmenorrhea (cramping)" and abdominal pain ("abdominal pain"). The patient was treated with iron (iron supplement), antibiotics and surgery (on (B)(6) 2016- hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menopause, menorrhagia, allergy to metals, fatigue, abdominal pain and blood oestrogen abnormal outcome was unknown, the pelvic infection, dyspareunia, vaginal haemorrhage and vaginal infection had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, allergy to metals, blood oestrogen abnormal, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, dyspareunia, pelvic pain, vaginal bleeding, fatigue. Most recent follow-up information incorporated above includes: on 20-jun-2018: from pfs events " peri menopause, abnormal bleeding (vaginal, menorrhagia) ,infection (other) describe: pelvic , dysmenorrhea (cramping) ,nickel allergy , dyspareunia (painful sexual intercourse) , pain , fatigue vaginal infections, abdominal pain" are added. Patient, reporter and product information are added. Treatment and concomitant drug are added. Outcome of events dysmenorrhea is not recovered and painful intercourse, infection, severe bleeding are recovered/ resolved. Lab data added. Concomitant condition are added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("chronic infections") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.